Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer added additional insulin to an existing cartridge, completed the load process, acknowledged the alarm, and resumed insulin delivery. Customer was educated by technical support on proper procedures for adding new insulin and reusing cartridges, and customer acknowledged.